Manufacturer narrative:
Eval summary: the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation.

Event description:
It was reported that the device was used during an unk procedure, the device stopped working. Opened another device and continued the case. No pt consequence.